Manufacturer narrative:
Patient identifier was not provided by the journal article surgeon/author. Patient specific ages were not provided; aged from 18 to 66 years, with a median age of 43 years reported in journal article. Patient sex was not made available. This number addresses the 99 males and 93 females in this study. Patient weight was not provided by the journal article surgeon/author. Event date is approximated as the exact dates were not made available. The article was received for publication on 6/9/2013. (B)(4). Device serial number and UDI, were unavailable. Multiple attempts have been made to obtain additional information. No additional information has been provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event. No request for service have been received from the customer regarding these events. No parts have been replaced or returned to the manufacturer.

Event description:
Per attached article, the authors reported use of a navigation system and there were patient events reported. The article is in chinese and was summarized by medtronic representatives. Retrospective study was conducted from (B)(6) 2008 to (B)(6) 2012 on the endoscopic sinus surgery with patient's experiencing chronic nasosinusitis by the image guided navigation system and to analyze the curative effect and complications compared with traditional methods. There are a total of 192 patients in the study. Of those 192 patients, 81 subjects with chronic nasosinusitis underwent endoscopic sinus surgery performed with image guidance, and were compared with the other 111 subjects with chronic nasosinusitis undergoing traditional nasal endoscopic surgery. Type I and type ii nasosinusitis had no significant difference in the effective rate between the navigation group and non-navigation group; type iii nasosinusitis had significant difference in the effective rate between navigation group and non-navigation group (22 of 23 vs 35 of 46, p<0.05). The total effective rates of anatomical deformity of the frontal recess or the sinus area had significant difference between the navigation group and the non-navigation group (p<0.05); the total effective rates of agger nasi cell had significant difference between the navigation group and the non-navigation group (p<0.05), the total effective rates of non-agger nasi cell had no significant difference between the navigation group and the non-navigation group (p>0.05). The total incidence rate of complications had significant difference between the navigation group and non-navigation group(12 of 81 vs 31 of 111)(p<0.05); the incidence rate of complications in type I and type ii nasosinusitis had no significant difference between the navigation group and the non-navigation group (p>0.05); the incidence rate of complications in type iii nasosinusitis had significant difference between the navigation group and the non-navigation group with statistical significance (4 of 23 vs 19 of 46) (p<0.05). No further details were provided or specific patient adverse events. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.